Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 9. Details of surgery: implant surface not completely covered with bone. On 2024-09-23, loss of osseointegration was verified. Patient presented with poor oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, mobility, bleeding, abscess, fistula and inflammation. No further patient complications were reported.